Event description:
It was reported that during a surgical procedure at the user facility, the device had an inflation error, which caused a 30 minute delay to the procedure. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event. There was no additional anesthesia administered.

Manufacturer narrative:
.

Event description:
It was reported that during a surgical procedure at the user facility, the device had an inflation error, which caused a 30 minute delay to the procedure. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event. There was no additional anesthesia administered.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.